Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced the module controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure.there were no adverse events or injuries reported based on this incident.